Manufacturer narrative:
The customer ran precision studies and then performed maintenance which included washing of the probes and air purging. Precision studies were performed after this maintenance. The field service engineer checked the probe adjustment and checked the probe for leakage. The engineer cleaned the probe internally. No other issues occurred after the customer and engineer actions. The investigation determined the issue was resolved by the customer and service actions.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested for multiple analytes on the cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The following assays were affected: crep2 creatinine plus ver.2, ca2 calcium gen.2, ck creatine kinase, tp2 total protein gen.2, and gluc3 glucose hk gen.3. The first sample initially resulted with a creatinine value of 18.8 umol/l. The sample was repeated twice, resulting with values of 133 umol/l and 132 umol/l. The second sample initially resulted with a calcium value of 1.23. No units of measure were provided. The sample was repeated twice, resulting with values of 2.29 and 2.27. The third sample initially resulted with a ck value of 142 u/l, which repeated as 316 u/l. This sample initially resulted with a total protein value of 23.7 g/l, which repeated as 61.2 g/l. The fourth sample initially resulted with a glucose value of 1.67 mmol/l, which repeated as 4.72 mmol/l. The reagent lot numbers and expiration dates were requested, but not provided.